Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx device was attempted to be used to treat a moderately tortuous, severely calcified lesion with 85% stenosis in the ostium of the diagonal branch. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated using a 2.25 x 20 mm non-mdt balloon. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The pre-dilatation balloon had difficulty crossing the lesion. It is reported that the stent made the turn in the diagonal about 4mm and stopped; the stent could not be advanced. When it was removed from the patient, deformation at the tip was observed. The procedure was completed using a 2.25 x 20 mm non-mdt poba device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st ¿ 4th and slight deformation to the 16th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner member was bunched immediately proximal to the proximal marker band. The inner lumen could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. Slight bends are evident on the shaft of the device immediately distal to the luer which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.